Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus and basal deliveries. The customer could not recall their blood glucose (bg) value but stated that it was elevated due to the occlusions. Reportedly, the customer wears their pump against their skin. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.